Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer¿s blood glucose level. The technical support team arranged for a replacement pump to be sent to the customer, who was instructed to use multiple daily injections as a backup therapy. The customer was guided on how to prepare the malfunctioning pump for return and acknowledged the instructions.